Manufacturer narrative:
The manufacturer internal reference number is: (B)(6).

Event description:
New information was received. According to company representative, it is unknown whether issue the system or the training of the personnel is the cause. The statements from the physician was contradictable. Axis of the system was used and in another statement, the healthcare professional was insecure whether axis of the system was used. Initially, the physician did not wish to have the system investigated. The rotation was performed in a second surgery. However, company representative does not know in which patient rotation was performed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that a patient did not have optimal results with toric intraocular lens. The healthcare professional is not sure if the diagnostic system is the reason for the event. The doctor was not able to tell if the lens was actually calculated by the diagnostic system or by another measurement method. The axis was imported from the system and were used to fit the patient. Post-operatively, the doctor checked the patient. The doctor was a bit confused because measurements do not always show the same axis. Other ways of measuring indicate other axis positons. The healthcare professional's impression is that the process has been complicated by using the diagnostic system. There are two related reports for this facility. This report addresses the patient born in (B)(6) and another manufacturer report will be filed.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The clinical applications specialist visited the site and reported the surgeon is very satisfied with the system and will continue to use it regularly. Device meets specifications. The reported behavior could not been reproduced. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in event. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, patient was measured with a demo system and the data does not exist anymore. Axial positions of both measuring systems were very close together. This patient did not undergo post rotation. Patient was satisfied with the overall result after intraocular lens implant (iol) implantation of the second eye. The doctor is satisfied with the system and sees no measurement error or malfunction of the system. The doctor continues to use the system regularly. Patient is not happy with the additional costs for post-operative visits which was not reimbursed. There was no real dissatisfaction with surgery result. Patient was satisfied with final result after things settled after the second eye procedure was complete.